Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose level rose to 16.7 mmol/l (300.6 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttock. When removed from the infusion site, the pod's cannula was found to be dislodged and upon further inspection, the patient noticed that the pink slide did not move forward, indicating a needle mechanism failure had occurred.